Manufacturer narrative:
This event occurred in (B)(4). The customer's strips were returned for investigation. The returned product was tested using reference meters with a high level control sample. Two vials of test strip both lot 417472-11 were returned (vial numbers 380543 and 381256). Testing results (qc range: 2.7-3.3 inr): vial number 380543: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial number 381256: qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. At 10:30 am the laboratory result was 2.4 inr. At 10:51 am the meter result was 3.6 inr. The customer's therapeutic range is 2.5-3.0 inr.